Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged. Intermittent loss of capture had been observed, and an x-ray revealed the lead had pulled tight. The lead was repositioned. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
--

Manufacturer narrative:
The lead remains in service without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.